Manufacturer narrative:
Device evaluation:visual inspection shows evidence of a blockage in the tip, the outer portion of the tip was removed and the blockage is clear. The device was connected to a syringe filled with deionized (di) water and when it was engaged there was no flow observed. Conclusion: reason for the return was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the dlp coronary artery ostial cannula, the cannula was handed to the operating table and, when flushed with 4:1 blood cardioplegia solution, exhibited no flow. The clinician suggested the cannula was blocked. There was no damage to the product or packaging. A replacement cannula of the same type from a different lot was opened, resulting in a very short procedural delay of two minutes, and cardioplegia was delivered successfully. After the replacement, attempts to flush saline through the initial cannula were unsuccessful. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.